Event description:
It was reported that the patient had an anchorfast endotracheal tube fastener applied on (B)(6) 2015. Discoloration and bruising on the upper lip was noted during a normal skin check. On (B)(6) 2015 a stage 3 pressure ulcer was observed. It was stated that the "foam flipped from the bottom plastic" allowing the plastic track to rest on the patient's upper lip. The wound care nurse noted the wound to be in the shape of the securement device covering the area above the upper vermillion border covering the philtrum ridges. Extensive mucosal damage to the inner upper lip was also observed which appears to be from the patient's teeth pressing on the tissue. Previous assessment of the patient by the wound care nurse had noted extensive swelling in the mouth and upper lip; it was noted that staff was providing off-loading of the ett to patient as best as his respiratory needs would permit. Surgery was not required and the pressure ulcer was noted to be healing.

Manufacturer narrative:
It is likely that with the reported extensive facial swelling of the patient, the off-loading of the device by the staff was not adequate to prevent the upper lip injury. The compression of the foam lip bumper also indicates that the device was compressed too tightly on the upper lip.